Event description:
After flush and prepping the device with hep saline it was handed off to plug into the ivus system. It would not image when plugged in code ivacep10008. It was unplugged flushed again, but still errored. An new device was used.